Event description:
It was reported that while in the operating room the md successfully introduced the spring wire guide (swg) into the artery, but was unable to feed the catheter over the swg.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Eval: the intra-aortic balloon (iab), super arrow-flex (saf) sheath, hemostasis device, arterial pressure (ap) tubing, syringe, red non-vented cap, swg and driveline tubing with blue connector were returned for eval. There was blood inside catheter near bifurcate and flecks of blood in short driveline attached to bifurcate; bladder was wrapped both inside and outside sheath. There were traces of blood in folds of bladder. Swg was found to have several curls along first 6cm from "j" end. Swg was examined under magnification and there were a few scrapes in teflon coating near the tip. Swg diameter was measured along its length and found to be within specification. Swg was fed through tip of central lumen, but would not pass beyond middle of bifurcation. Swg was fed through luer end of central lumen, but would only advance approximately 1cm before it began to curl on itself. An in-house .025" swg was fed through tip of central lumen, but would not pass beyond the middle of the bifurcation. In-house swg was fed through luer end of central lumen, but would only advance approximately 1cm before it began to curl on itself. Central lumen was flushed with water from a syringe connected at luer end and it exited tip. No water entered catheter or bladder. A vacuum was applied to iab and it held. Iab was submerged and pressurized in water. No leaks were detected from the iab, central lumen or bladder. Bifurcate was cut down 2.5cm and 4.5cm from bifurcate/catheter junction for further investigation. With effort it was possible to straighten the central lumen. Swg was fed through central lumen, but would not pass in either direction from a spot 4.5cm above bifurcate; central lumen is now distorted in this area. There appears to be blood within braiding of the wire wrapped around the central lumen. It was confirmed that central lumen had coiled inside the bifurcate. Swg would not pass through coiled area.